Event description:
Reporting status: serious injury/medical intervention/additional hospitalization. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that several hours after the rx vision stent and a mini vision stent were implanted, the pt returned to the cath lab with recurrent chest pain. During repeat angiograms, it was noted that there was thrombosis present blocking both stents. Four stents were implanted to treat the thrombosis. The pt was reported to be stable. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. There was no device issue reported; however, angina and thrombosis are listed as known possible events in the risk assessment. The reported issue appears to be related to a known adverse event of coronary stenting, and not a stent delivery system quality problem. The mini vision coronary stent system mentioned is being reported under another MFR number.